Manufacturer narrative:
The reagent lot number is 83497601 with an expiration date of 31-aug-2026. The calibration was acceptable. The level 1 qc was acceptable. Level 2 qc data was not provided. The field service representative found excessive foam and bubbles, generated by the bead mixer paddle, in the reagent packs. He replaced the microparticle agitator, performed adjustments, and performed decontaminations. Proper reagent mixing was verified after the bead mixer paddle was replaced. He performed checks and tests with acceptable results. All initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii assay. Repeatedly reactive results must be investigated using a neutralization test (elecsys hbsag confirmatory test or elecsys hbsag ii auto confirm). Results confirmed by neutralization with anti- hbs are regarded as positive for hbsag. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hbsag ii assay performs within specification.

Event description:
There was an allegation of questionable elecsys hbsag ii results for 2 patient samples on a cobas e 411 analyzer (rack system). Patient 1: the initial elecsys hbsag ii result was 1.07 coi (reactive), and the repeated results were 0.620 coi (non-reactive) and 1.14 coi (reactive). Patient 2: on (B)(6) 2026, the initial elecsys hbsag ii result was 1.12 coi (reactive), and the repeated results were 0.576 coi (non-reactive) and 0.564 coi (non-reactive).